Event description:
It was reported that the device was in back-up mode. A software download initially was not successful, but after reading the eri status, a download was successful. With high settings, the measured battery data was 2.62 v, 56 ua, 1.7 kohms. The unipolar atrial lead impedance was 243 ohms and the unipolar ventricular lead impedance was 237 ohms. After reprogramming, a final measured battery data was 2.72 v, 15 ua, 1.9 kohms.